Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a 980 ventilator generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time the event occurred.